Manufacturer narrative:
(B)(4). Corrections: section b4: date of this report field updated. Section d9: returned to manfacturer ticked; date returned to manufacturer field updated. Section g3: date received by manufacturer field updated. Section h2: correction and device evaluation ticked. Section h3: device evaluated by manufacturer updated. Section h6: adverse event problem coding updated. Method: the subject rt331 optiflow junior ventilator circuit kit was returned to fisher & paykel (f&p) healthcare in new zealand for investigation where it was visually inspected and performance tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: the customer reported that the rt331 optiflow junior ventilator circuit kit had a leak. The returned circuit was gas leak tested and found to be within specifications. Visual inspection of the returned device observed that the mr290v autofeed humidification chamber provided as part of the rt331 optiflow junior ventilator circuit kit, had a broken water feedset tube, which was torn at the spike end. Conclusion: the reported issue was due to a torn water feedset tube of the mr290v autofeed humidification chamber provided as part of the rt331 optiflow junior ventilator circuit kit. Our investigation was unable to conclusively determine the root cause. The mr290v vented autofeed humidification chamber is designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. During the manufacturing process destructive pull testing is performed to verify the strength of the water feedset tubing. Additionally, the mr290v vented autofeed humidification chambers and waterbag chambers are visually inspected for damage during the manufacturing process and leak tested following completion of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The damage to the water feedset of the mr290v vented autofeed humidification chamber is likely to have occurred post-release of the product and may have occurred due to an external force pulling on the tubing. The user instructions for the rt331 optiflow junior ventilator circuit kit include the following: · visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. · ensure there is a water supply connected to the chamber and that water is present within the chamber. · do not use the chamber if the seals are not intact when received, or if it has been dropped. · perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. · appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. · ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A distributor in brazil reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative, that a leak was detected with the rt331 optiflow junior ventilator circuit kit. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Fisher and paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt331 optiflow junior ventilator circuit kit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in brazil reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative, that a leak was detected with the rt331 optiflow junior ventilator circuit kit. There were no reported patient consequences.